Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The pump was not explanted and therefore was not available for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a hemorrhagic stroke. At the time of onset of the event, the patient had symptoms of altered mental status and their inr was within therapeutic range at 2.3. Support was withdrawn and the patient expired on (B)(6) 2016. Prior to the event, the patient was reportedly doing well at home. The pump was not explanted. No additional information was provided.